Manufacturer narrative:
H6: investigation summary: it was reported by the customer that the a t connector was included in the 5000r shipment. During a gemba walk carried out through automation and packaging areas with the cmrb team, it was noted that the usage of a single rack to have the process material in available was generating the risk of mixing and therefore a potential root cause. An area for material and assign an exclusive rack for the storage of material in the packaging and sealing process were designed. With this implementation the mishandling of packaging models is being mitigated, since it eliminates the possibility of having more than one model to pack in a single rack. It was also, placed in the material weighing area, an appropriate place to rack the material to be weighed and sealed, in this way it will be mitigated that the material be mixed as this potential root cause was identified. Shifts and schedules for the activities of return of surplus material were defined. An exclusive rack was incorporated for the material in process, so that the material is weighed and there is only one model in the packaging process area, due to the fact that there were no racks available for the packaging area, the material was kept in a single rack that is available, this root cause was identified in the investigation phase and with the acquisition of more racks it would be mitigated the availability of racks for the packing area. According with a previous investigation with the cmrb team it was found as root cause the lack of racks in the packing area, since there was a single rack to have the process material available generating the risk of mixing.

Event description:
It was reported while using bd smartsite luer lock valve port there was a mix of products in the packaging. There was no report of patient impact. The following information was provided by the initial reporter: the effectiveness check was to assess improvement after a 9 month period. When I asked borla for an update, they provided this picture showing that the issue was unresolved related to mixed components. As you can see, a t connector was included in the 5000r shipment. They provided verbal confirmation that the other issues that were included in this complaint have not seen a recurrence, but the mixed component issue continues.